Manufacturer narrative:
Product event summary: one (1) outflow graft of unknown lot number was not returned for evaluation. Review of the controller log files could not be conducted since log files were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had heart failure symptoms that required stenting of the outflow graft. The outflow graft remains in use. No further patient complications have been reported as a result of this event.